Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle is not attached to the thread. It was found prior to use in a dog castration.

Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code batch, regarding the same issue of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open and unused sample with the needle detached from the thread (thread is still wound on the pack). However, without closed samples a proper analysis cannot be performed. Nevertheless, considering that there is a previous complaint of this code-batch for the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the sample received show that the needle escaped from the thread. Final conclusion: considering that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received and previous complaints for the same issue. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.